Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one sprinter legend rx ptca balloon catheter to treat a non-tortuous and non-calcified lesion located in the circumflex (cx) artery. There were no abnormalities in relation to the anatomy. There was no damage noted to the device packaging. The device was inspected with no issues. Negative prep was performed during device preparation with no issues noted. No difficulties were noted during inflation of the device. It was reported that deflation difficulties were encountered after the first inflation and the device would not deflate at the lesion site. The pressure could be released from the non-medtronic brand inflation device successfully. A saline concentration of 0.9% was used, and the ratio of salt water to contrast medium was 3:1. The device was not moved or repositioned prior to the deflation difficulties. The device was removed forcefully from the patient. Patient status is alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: the balloon returned with contrast visible in the balloon and inflation lumen. The proximal balloon bond was stretched and it was not possible to inflate the balloon. No deformation to the distal tip. It was not possible to verify the guidewire lumen patency due to blood/contrast in the lumen. No damage to the balloon material. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.